Manufacturer narrative:
The technician found a sticky substance gummed up the side rail latch. The technician cleaned the side rail latch assembly to resolve the issue.

Event description:
The account alleged the side rail would not latch when raised. No pt impact.